Event description:
It was reported that the right ventricular (rv) lead dislodged during implant and attempts to retract the helix at that time were unsuccessful. The rv lead was removed and new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. It was noted that visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.